Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("surgery") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and nervousness ("nervous"). The patient was treated with surgery (surgery scheduled on 9th jan). At the time of the report, the medical device removal and nervousness outcome was unknown. The reporter considered medical device removal and nervousness to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgery") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and nervousness ("nervous"). The patient was treated with surgery (surgery scheduled on 9th jan). Essure was removed. At the time of the report, the medical device removal and nervousness outcome was unknown. The reporter considered medical device removal and nervousness to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.